Event description:
Severe congestive heart failure due to severe mitral stenosis. Emergency mitral valve replacement using 29 mm mechanical valve on 5/31/94. The valve broke at one of the hinges on or about 7/7/94.